Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a complete lead was returned in three segments. The failure-to-capture allegation was confirmed. Although lead segment resistance measured normal on the proximal segment and inspection that showed no conductor issues (other than induced damage, explant). Visual inspection showed calcification on distal and proximal shock coils and at the lead tip. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance. The lead passed baseline testing which indicates that the conductors are intact on the proximal segment.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was explanted. No additional adverse patient effects were reported.